Manufacturer narrative:
Additional information: added medical device problem code: 4012-physical resistance/sticking and 2979 material protrusion/extrusion. Investigation conclusion: the investigation found the microcatheter returned with a black material visible in the hub, which is consistent with the customer-provided images and the alleged product issue; furthermore, the distal end was found damaged with a flattened section at 11cm from the distal tip. A non-terumo neuro guidewire was returned with the coating scraped off along the middle and proximal sections; the black material was retrieved from the microcatheter hub and found to be consistent with the guidewire coating. Further investigation found the proximal microcatheter lumen to exhibit incomplete flaring with exposed braid at the hub transition, which could have caused the guidewire coating damage. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the flaring issue, but this condition is consistent with a deviation in the manufacturing process which has been escalated to quality management. A CAPA has been initiated. The surface damage found on the distal end of the microcatheter is consistent with excessive heat applied during tip shaping. The flattened section is consistent with the device experiencing forces that exceeded the yield strength of the microcatheter shaft.

Event description:
It was reported that the microcatheter was unpacked to be delivered into the aneurysm with coils for flow-diverter implantation. The microcatheter was flushed normally and a guidewire was inserted into the microcatheter outside the patient¿s body, but there was resistance at the hub of the microcatheter and the guidewire was retrieved once. The microcatheter was then flushed and another attempt was made to reinsert the guidewire, but the guidewire was difficult to insert due to high resistance. The hub was checked, and a black foreign material was observed. The black foreign material could not be identified. A new microcatheter and guidewire were used to continue the procedure, and the procedure was successfully completed. There was no patient involvement.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.